Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not warming up. There was unknown patient involvement, and no harm reported.

Manufacturer narrative:
D9. Date returned to mfg: 08-oct-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Quick connect was corroded, enclosure cracked, and water tank cover contaminated. Device was missing bumper feet, reflex plug, and plate clip. The complaint was not able to be verified. The device was missing components and could not perform functional testing. No actions taken due to the demand, condition, and age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.